Manufacturer narrative:
Broken battery tube threads noted. Minor scratches on lcd window, cracked case at lcd window corners, cracked lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked reservoir tube.

Event description:
Customer reported the insulin pump has a crack. A large piece has broken off where the battery is inserted, leaving the battery unsecured. Customer's blood glucose was 153 mg/dl. Customer stated she taped the insulin pump together and it was working. Customer was unsure how damage occurred she noticed it while she was attempting to change the infusion set and battery. Customer was trying to secure the battery and it wouldn't tighten. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.